Event description:
It was reported to philips that the wireless footswitch lost connectivity. No harm was reported to philips. Philips has started an investigation of the complaint. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. A philips remote service engineer (rse) examined the system remotely and confirmed that the wireless footswitch was lost. The customer reported that wireless footswitch was lost and requesting for new wireless footswitch. Philips remote service engineer connected with customer and shared the quote for new wireless footswitch. Customer received the quote but not confirmed for the new replacement and the quote got cancelled. System was operational with wired footswitch. No service has been performed by philips. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The cause of the issue was identified as "wfs was lost and there was no issue with the wfs". Based on the new information, this complaint is evaluated as not reportable. Philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.